Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer slid off the chair when it was in the raised position. The foam layer on top of the seat cushion came loose from the back of the chair (velcro used to hold foam in place let go) causing the cushion to come forward and throw off the depth perception of the seat.

Manufacturer narrative:
Service technician readjusted the seat pad and resecured the velcro. The unit is working properly.

Event description:
Alleges customer slid off the chair when it was in the raised position. The foam layer on top of the seat cushion came loose from the back of the chair (velcro used to hold foam in place let go) causing the cushion to come forward and throw off the depth perception of the seat.